Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety/product/procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV, double capsule, and seroma between capsules. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade IV device evaluation: a review of the device noted no observations as the reported events were medical in nature.

Event description:
Healthcare professional reported a left side grade 4 capsular contracture, double capsule, and seroma between capsules. The device has been explanted.